Event description:
Procedure: colectomy. Reportedly, during the excision of the sigmoid colon and the closed fee. The surgeon fired a linear stapler to the bowel, then fired the stapler to anastomose it. The surgeon then confirmed that the anastomosed tissue was not stapled properly. The surgeon cut the tissue additionally and performed re-anastomosis with a ceea stapler per anum. This incident caused no bleeding and not tissue damage. After the procedure, the surgeon checked the specimen tissue, and confirmed that the staples from the root of jaws were not formed.